Event description:
It was reported that in the pt's room 11 days after the catheter was placed, the distal hub detached from the extension line. As a result, the catheter remained in place and in use, however, the clinician discontinued use of the distal extension line. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).